Event description:
A patient died during usage of flowmeter. The patient was originally prescribed a flood oxygen flow of 15 lpm. The doctor changed the prescription to 14 lpm and the nurse on duty was unable to adjust the flow due to the flowmeter ball sticking in the flowmeter tube.